Event description:
It was reported that the right atrial (ra) lead had rising impedance and noise. It was also suspected that the lead had a possible fracture. Follow up with the patient's clinic indicates that the patient has not been seen. The lead remains in use. No patient complications have been reported as a result of this event.